Event description:
It was reported that pacing impedance greater than 2000 ohms triggered the ICD patient alert. The patient received several inappropriate shocks due to nonphysiologic oversensing. There were also numerous nonsustained episodes. Lead fracture was noted at change-out. No patient complications have been reported as a result of this event.